Event description:
It was reported that during a photoselective vaporization of the prostate to treat benign prostatic hyperplasia, the fiber was shooting straight not sideways. This fiber was replaced and the procedure was completed with another fiber. There was no patient complication.